Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ac connector was noted to be damaged. The device's ac connector needed replaced to address the issue.